Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that "sepsis was associated with infected pump site;" patient had decreased mental status and was hospitalized. Patient was administration vancomycin IV on (B)(6) 2012 and the entire system was explanted two days later. The patient was re-implanted with a new system eleven days later on (B)(6) 2012. Drugs delivered via the device were clonidine, morphine. Patient outcome was noted as resolved without sequela.